Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient had a history of varying lead impedance and noise with a competitors lead. The high impedance was seen in clinic, but the noise was not reproducable. The lead tested normal with analyzer therefore the device was replaced.

Manufacturer narrative:
The reported high pacing lead impedance and noise were not replicated in the laboratory. Pacing lead impedance measurements were normal throughout testing and no noise was observed. The device was tested manually on the bench and using automated test equipment; the device passed all tests. Review of stored egms showed noise on competitors's lead.